Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, diabetes mellitus, complication in site preparation (thin buccal bone wall), immediate implantation, peri-implantitis, infection, swelling, inflammation.